Event description:
A us distributor reported that a patient's electrode belt latch does not latch with monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector latch does not secure with monitor) was due to the trunk cable connector being damaged and unable to connect to a monitor. The electrode belt was unable to complete essential performance testing. The root cause for the damaged connector was unable to be identified. There was no adverse event that resulted from the damaged belt.